Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. (B)(4).

Event description:
The following was reported to gore: date unknown, 2017, the patient was implanted with a gore® acuseal vascular graft for hemodialysis shunt. The patient tolerated the procedure. Six month follow-up revealed thrombotic stenosis of the gore® acuseal vascular graft at the site of puncture. The doctors reported that the graft appeared delaminated when thrombectomy was performed to treat the stenosis. Two weeks later, the gore® acuseal vascular graft was removed and was discarded in the hospital.

Manufacturer narrative:
Additional manufacturer narrative: the implant date provided was 2017 so the following event timeline is estimated: implant date - (B)(6) 2017, six months later ((B)(6) 2017) stenosis revealed, two weeks later ((B)(6) 2017) reintervention occurred. These dates are estimates based on the initial information. The actual dates were not provided.

Manufacturer narrative:
Corrected data: date of event: (B)(6) 2017.